Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5008swc was removed on (B)(6) 2018 due to failure to osseointegrate 6 months after implantation. The doctor noted bone resorption during surgery. The patient has history of diabetes. The patient has recovered without complications.